Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. Lead trend data for p/r wave amplitude shows message that data is invalid.(B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed invalid data and question marks on the quick look display during interrogation. This event was reviewed by qualified personnel that deemed this as normal behavior because the measurements were below a readable range and showed zero which the application cannot recognize. The device remains in use. No patient complications have been reported as a result of this event.